Manufacturer narrative:
Additional, changed, and/or corrected data: d6(a), d9, h3, h6. Clarification of d6(a): partial implant date of 2007 was reported.

Event description:
Healthcare professional reported left side seroma and rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed two openings assessed as surgical damage and fold flaw opening. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "seroma". Later, healthcare professional reported "rupture" diagnosed via ultrasound. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported left side seroma and later reported rupture diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a: partial date of 2008 provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; seroma.